Manufacturer narrative:
"The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿scan again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced loss of consciousness and/or a seizure, however, the customer did not receive any treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.